Event description:
It was reported there was an infection. Patient had an infection and the health care provider was planning on cutting off the lead and leaving the implantable neurostimulator (ins) internalized in hopes of re-implanting the lead in approximately two months. It was noted, the patient had had issues with infection since implant. However, it was also noted, the removing of the lead was a precaution and the infection was something the patient got that was unrelated to the system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).